Event description:
A customer called the ocd technical support center in late 2007 to report that they had reported a positively biased troponin I result from their vitros eci analyzer using vitros immunodiagnostics products tropl es reagent. The patients physician was advised of the misreported result and discontinued medical treatment that had been ordered as a result of the initial sample result. There was a report of a misreported result, but no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc.

Manufacturer narrative:
Investigation into this event determined that positively biased troponin I results were obtained using the vitros immunodiagnostics products tropi es reagent on a vitros eci analyzer in late 2007. An ocd field engineer went on site on the next day, and determined that the vitros eci analyzer reagent probe rack was loose which could result in positively biased tropi es result. The field engineer repaired the probe rack returning the instrument to expected operation. Quality control results and additional patient samples run after the repair have confirmed acceptable performance. The patient result in question (reported on dec 21 2007) was reported and the patients physician took action. After it was determined that the results were positively biased, the physician was contacted and discontinued the medical treatment that was started based on the positively biased tropi result. The laboratory medical director determined that no patient harm occurred as a result of this event. The other samples that showed positively biased results were not reported because the customer began running duplicate results to evaluate the instrument performance until service had been performed. There was no report of patient harm for these samples. The root cause of this event was instrument related.